Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm x 20mm maverick balloon catheter was advanced for dilation. However, on the third inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a maverick 2mr balloon catheter. The device was visually and microscopically examined. There was blood in the manifold. At 18cm and 29.8 cm from the strain relief there were kinks in the hypotube. There was contrast and blood present in the inflation lumen and balloon. There was blood in the guidewire lumen. The balloon was loosely folded. There was a pinhole at the markerband, 14mm from the tip of the device. There was balloon damage in forms of drag marks located on both sides of the pinhole. The tip of the device was damaged.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm x 20mm maverick balloon catheter was advanced for dilation. However, on the third inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.